Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/27/2023, it was reported by a sales representative via sems that an ar-2386-09 quad pro harvester had an issue during an acl procedure on (B)(6) 2023. The quad harvester tip seemed loose on the harvesting device. A second device was opened to complete the case. The device was discarded by the facility. This occurred during use with no patient harm. Additional information was requested. On 7/6/2023, the sales representative stated the following information over the phone: this occurred during the use of the device. When the surgeon inserted the quad pro harvester, the metal cutting blade was rocking/wiggling within the plastic cannula. The device was removed in one piece from the patient, nothing broke off. A second device with an unknown lot number was used to complete the case successfully.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image received from the field, the quadpro¿ harvester appears to be damaged on the distal end. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.